Manufacturer narrative:
Additional product codes for this report include: mnh and mni. (B)(4). Per facility, the complainant parts are not available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016. Previously, the patient had a posterior t10-ilium surgery with the implantation of synthes universal spine system (uss). Reportedly, the patient never healed at the l5-s1 level. Additionally, broken rods between l5-s1 were discovered to be broken bilaterally at an unknown point in time. During the revision, the surgeon removed both rods and then checked the bone purchase of all the screws implanted during the original surgery in 2009. A few of the screws were slightly loose within the pedicles of the patient. The surgeon decided to replace the thoracic screws at t10, t11, and t12, opting to upsize 1mm in diameter and replace with new 6.0 x 45mm screws. The surgeon also replaced the right l4 and l5 screws with screws 1mm larger in diameter as well. The 7.0 x 45mm screws for both levels came out and 8.0 x 45mm screws were inserted. At that point, new rods were implanted and connected. The procedure was completed successfully with no reported delay. This report is 10 of 10 for (B)(4).